Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that there was damage to the needle hub. Event details: bad shape additional information 3/22/2026: it is not a cap, but a chamber. It was reported that the chamber was deformed during use.

Manufacturer narrative:
A device history record review was completed for provided material number 381123 and lot number 4257580. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality team. Through examination of the sample, the hub component was observed damaged. Although no issues were found during the production process, it is most probable that the observed damage resulted from some process variation during molding or mechanical damage during assembly, resulting in a structural compromise to the hub component. A detection failure also occurred, as the inspection controls did not detect this defect prior to the products release. This is the first report received for this type of issue on material number 381123 and lot number 4257580. Personnel from the molding, final assembly, and packaging areas have been notified of this issue for awareness. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.